Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation it was noted that another manufacturer's right ventricular (rv) lead exhibited low out of range pacing impedance measurements of less than 200 ohms for an unknown reason. The field representative noted that the clinic has been aware of this issue for some time, however this is the first time a boston scientific field representative has checked the patient since the issue started. Upon further review noise was able to be reproduced with isometrics, however the noise was not oversensed. Some farfield oversensing was seen on the right atrial (ra) channel, which was resolved with reprogramming the atrial sensitivity on another manufacturer's ra lead. At this time the pacemaker and leads remain in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that both the right atrial (ra) and right ventricular (rv) leads continued to exhibit noise. The rv lead impedance now measured greater than 2000 ohms. A revision procedure was performed where both the ra and rv leads were found to have damaged insulation and the rv lead was noted to be fractured. The other manufacture's ra and rv leads were explanted and replaced. The pacemaker was also electively explanted and replaced during the procedure. No adverse patient effects were reported.